Event description:
Report received from the us reported that the cutter snapped during a procedure after which the device would not work. Then the device started making noise and getting hot. The products were switched out and the case was finished. The device was used in surgery. There was no patient injury reported. It is unknown if there was a delay in the surgical procedure due to the event. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported conditions of noise and heat could not be confirmed. The protective foot and back post of the attachment had been drilled into, and the locking pawls of the motor were damaged in a manner consistent with them having been partially engaged as the motor rotated. If additional information becomes available, a supplemental report will be submitted. Ref: (B)(4).